Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, repeated non-recoverable error 90 occurred. The customer received phone assistance from the technical support engineer (tse). The customer performed hard power cycle several times, but the issue was not resolved. The tse confirmed repeated non-recoverable error 90 in the logs pointing to personality module audio / video (pmav). The tse had the customer perform hard power cycle again, but the issue persisted. The surgeon elected to convert to laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issue. There was no post-operative complication. The conversion did not result in increasing port size incision or adding additional ports. The instrument was not grasping the tissue; therefore, instrument release kit (irk) was not used. There was no unexpected bleeding or tissue removal. The instrument will not be returned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module video auxiliary (pmav) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The personality module auxiliary video (pmav) has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit was installed on the test system. The system started up without any error, with good image in both the left and right eye, no noise, and not tinted. The pmav module input/output were tested and passed. 3d output was checked and worked. The pmav remained on the test system for hours and performed without any error after 30 power cycles.